Event description:
It was reported that bd syringe 10ml ll bns had a syringe needle connectivity issue. Verbatim: complaint via email. Email(s) attached. When the doctor went to unattached the luer lock syringe the valve stayed attached to the syringe instead of releasing - creating fluid leaks and requiring additional supplies to perform the proper valved procedure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.